Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The detailed investigation showed that the problem was not due to a malfunction of the system, but was caused by operator misconduct. The operator did not use the intended handles of the system but reached into the gap between the c-arm and the stand, which resulted in the index finger being squeezed. This was clearly contrary to the instructions for use and did not comply with the warning labels on the device. In principle, the system is designed to prevent possible crushing as far as possible. It has therefore been designed and also tested and approved in accordance with iec 60601-1. Despite all precautions, residual gaps remain between the moving and stationary parts of the system for mechanical reasons. Therefore, warning stickers have been attached to the system at these points and the remaining areas of risk have been described in detail or even illustrated in the instructions for use. The system has not malfunctioned and is working as specified. A possible accumulation of errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Event was reported by a siemens employee. A customer contact name, phone number, and email were not provided, since the injury occurred to a siemens employee. Siemens has initiated a detailed investigation of the reported event. A root cause has not yet been identified. Siemens will submit a supplemental report with the results of the investigation when it has been completed.

Event description:
It was reported to siemens that during routine maintenance work on the collision drive, the siemens field service technician's phalange was jammed. The service technician was provided with first aid to treat the injury. Additional event information is pending. The reported event occurred in (B)(6).